Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - physical damage) issue. It was reported that the battery compartment was damaged. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/26/2017 with the following findings: a review of the pump black box data showed no evidence of a sudden drop in the battery voltage that would indicate an over heating occurred. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. During testing, the test battery cap was able to fully tighten to the pump and the pump was able to power up with the battery cap. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. During visual inspection of the pump, it was observed that the battery compartment had two cracks and there was no evidence of moisture in the battery compartment or internally. The investigation did not confirm the initial complaint about excessive pump temperature but confirmed the battery compartment damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.